Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that there was a missing single component, paste-like thixotropic adhesive (ke-45), on the forceps cover and minor dents on the pink probe. The bending section adhesive was cracked. There were no reports of patient involvement.